Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the bottom of the cassette leaked before a procedure; the liquid ran into the console. The procedure was completed with a new cassette. No patient was impaired. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The returned wet anterior cassette was visually inspected. The inspection revealed the incorrect posterior body type was manufactured to the anterior cover and anterior pinch plate. This observed defect will result in the customer's experience. An internal cassette integrity test utilizing an external pressure source confirmed leakage as a result of the mixed subassemblies. The root cause of the customer's complaint is related to the incorrect body type used during assembly of the cassette. The source of this issue is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).